Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator turns on by itself, and cannot be shut down while device is on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the biomed requested onsite evaluation for a device, as it is turning on by itself, and cannot be turned off without removing the battery. A field service engineer (fse) is required. A field service engineer (fse) reported that device was powering on by itself within a five minute period, while the device was on either battery power only, on ac power only, or on battery and ac power. The fse also found the power button faulty, and not responding to activating the power switch button. The fse reviewed the diagnostics logs and service manual and found that device required a user interface (ui) printed circuit board assembly (pcba), power management (pm) pcba, and a central processing unit (cpu) pcba. The fse replaced the ui pcba, pm pcba, and a cpu pcba; the issue was then resolved. The fse left the device on ac and battery power overnight to confirm the repair. The device did not power on over night and power switch was performing properly. The device had successfully passed all required performance verification tests. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the unit operates as expected on all power sources ac (alternating current) and battery combination, ac exclusively, battery exclusively. The log taken from the cpu (central processing unit) shows no indication of power related issues. The stb (standard test bed) with the suspect cpu installed provided zero occurrences of an auto power on, or random start up at the pil (product investigation lab). No error codes were generated with the multiple power on¿s of the stb with the suspect cpu pca (printed circuit assembly) installed. The dc power voltages noted on the cpu pca for 3.3vdc (volts direct current), 5vdc, 12 vdc, and the 35 vdc were intact and within spec. The pil tech has verified that the cpu pca operates as expected.